Event description:
Medtronic received information that a the axium coil could not be detached using the detacher and when tried to detach using the emergency separation mechanism. The coil detached when when the delivery wire was pulled into the microcatheter, it was reported there was no patient was involved in this event. The devices were prepared as indicated in the package insert.  The physician tried to detached coil with the instant detacher 2 to 3 times. They did not try with another instant detacher. They tried one time with a manual attempt via a hypotube. Ancillary devices: headway microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the coil was not implanted, and there was no kink/damage observed to the pushwire.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-78210), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the axium prime coil was returned for analysis within a shipping box and within 3 resealable plastic biohazard pouches. The already detached implant coil was returned within a smaller resealable plastic pouch. The headway micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found fully retracted out of the coupler tube. There is indication of detachment attempts using an instant detacher at this location. The axium prime pusher was found broken at the positive load indicator and the break indicator; indicative of detachment attempts at these locations. The segments were still retained by the release wire. The pusher was found bent and kinked throughout the entire length. The coin was found partially retracted out the lumen stop. The shield coil was found slightly stretched. The retainer ring was found damaged (ovalized). The detached implant coil was found slightly damaged. No damages or irregularities were found with the detach element. Testing/analysis: the inner diameter of the retainer ring could not be measured due to the damages. The detach element ball outer diameter was measured to be 0.038¿, which is within specification (specification: 0.038¿ ± 0.001¿). The exposed release wire was retracted, and the coin was found to not move with the release wire. The release wire eventually became stuck and broke. No other anomalies were observed. Conclusion: based on the analysis performed, the customer report of ¿premature detach. From non-detach" was confirmed. It is likely the release wire was broken causing the coin to not retract during detachment, leading to the non-detachment. It is not possible to determine where the break had occurred as the proximal release wire segment became stuck within the pusher and broke. Possible causes for release wire break are damaged pusher or retracting the release wire against resistance. It is likely the device then detached due to the damage to the retainer ring causing the detach element to slip out. Possible causes for damage to retainer ring are tortuous anatomy, coil not retracted in a one-to one motion with the implant pusher during repositioning, pushwire rotation, user advances/retract coil against resistance. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.